Manufacturer narrative:
Catalog # of this MDR indicates: unk_smp. Catalog # of this MDR should indicate: (B)(4). A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. The device will be returned to european medical service center in maastricht for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver energy when used on a patient. The device had recommended to provide a defibrillation shock, but did reportedly not deliver the shock. There was patient involvement in the reported event. Patient did not survive.

Manufacturer narrative:
The device passed functional and performance testing and was returned to the customer. The electrode pack was returned to product analyses center for evaluation. The electrode pack was separated and evaluated using a test device and qed-6 defibrillation analyzer. During testing the electrode pack delivered energy to the analyzer for three successful attempts. The reported issue of failure to deliver defibrillation energy through the electrode pack could not be verified or duplicated during testing. The electrode pack was destructively tested.

Event description:
The customer contacted physio-control to report that their device failed to deliver energy when used on a patient. The device had recommended to provide a defibrillation shock, but did reportedly not deliver the shock. There was patient involvement in the reported event. Patient did not survive.